Event description:
It was reported that during dialysis catheter placement, plastic tip of the tunneler which connects to the catheter for tunneling allegedly broke. Reportedly, another tunneler was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one tunneler from a 14.5 fr d/l glidepath 19 cm str hemodialysis catheter with surecuff kit was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for complete break in the plastic tunneler tip, as the tunneler was returned with a fragment of the plastic tunneler tip completely detached from the rest of the tunneler. The break profiles of the detached fragment and the portion of the plastic tip attached the tunneler were observed to match. The break appeared to be circumferentially aligned, and the break surfaces appeared to be slightly rough and jagged. Although a definitive root cause could not be determined, excessive force on the tunneler tip could have potentially caused or contributed to the reported event. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us; however, the devices are similar to the glide path hemodialysis dialysis catheter products that are cleared in the us. The pro code for the products is identified in d2. H10: d4 (expiry date: 01/2021). H11: b5, d4, h3, h6 (results 1, conclusion 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that during dialysis catheter placement, plastic tip of the tunneler which connects to the catheter for tunneling allegedly broke. There was no reported patient injury.